Event description:
It was reported that a malfunction alarm occurred. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned